Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available. This report is 1 of 4 for this patient: 1822565-2015-02080, 1822565-2015-02081, 0001822565-2017-02135, 0001822565-2017-02137.

Event description:
It is reported that the patient was revised due to looseing, pain, and metal allergy after a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: 42530007102, persona tm tibial component, lot 62365088; 42522000511, persona articular surface, lot 62643902. Update received via primary and revision operative notes. The primary operative notes provided confirm that the patient underwent right total knee arthroplasty. Review of primary operative notes does not indicate root cause. Range of motion and stability were re-checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The revision operative notes provided confirm that the patient underwent revision for mechanical loosening for the recalled tibial component and due to metal allergy. During the surgery no signs of infection were identified. The femoral and tibial components were removed. These devices are used for treatment. Review of the device history records found no deviations or anomalies. No compatibility issues were noted. Product history search for the tibial component revealed no other additional complaint for the lot search and found twenty one complaints for the individual part search for loosening. Product history search for the femoral component revealed no other additional complaint for the lot search and also for the individual part search for the metal allergy issue. The metal allergy issue is not a device issue but is considered to be associated with the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.